Manufacturer narrative:
A bci field service engineer (fse) found the leak coming from the tube that carries blood from the instrument to the slide maker. The leaking blood was contained within the unit on top of the base plate. Fse replaced the tubing, cleaned the area, ran controls and validated the system. The service resolved the issue. The root cause for this event is a worn tube.

Event description:
A customer contacted beckman coulter inc. (Bci) to report bloody leak which was contained inside the left side of the instrument. The operator was wearing personnel protective equipment at the time of the occurrence. No exposure to open wounds or mucous membranes. No death, injury or change to patient treatment is associated with this cf.